Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. As a precautionary measure, the se replaced the keyboard. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator stopped cycling. The patient was manually ventilated, and transferred to another ventilator without harm.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.